Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels were 27mg/dl. The customer states they were getting too much insulin with bolus wizard. Troubleshoot was conducted and the customer was assisted with pump settings. No further assistance needed at this time.